Manufacturer narrative:
This article was included in the quarterly journal review conducted at the end of the q4 2018. If additional information is received, a follow up report will be submitted.

Event description:
A review of the article "more reoperations for periprosthetic fracture after cemented ha with polished taper-slip stems: a study from the norwegian hip fracture register 2005 to 2016" reveals that 461 patients with exeter stems were revised. 64 of those revisions occurred due to "other reasons". This group was separated from groups that were revised for infection, instability, periprosthetic fracture, and aseptic loosening. This article was included in the quarterly journal review conducted at the end of the q4 2018.